Event description:
On an unreported date, a break in aseptic technique occurred further described as a patient made a mistake; subsequently, the patient developed peritonitis. The patient was hospitalized for peritonitis. On an unreported date, the patient was treated with injection vancomycin intraperitoneally (ip) (1.5gm loading dose, frequency not reported), injection fortum ip (1.5 gm loading dose and 250 mg, frequency not reported) and injection azopen intravenously (IV) twice a day for peritonitis. The patient was still hospitalized. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up report will be submitted.